Event description:
The cement looks "grainy" on the x-rays. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the results of co's investigation verified the complaint. The condition was attributed to a coarse dispersion of barium sulfate particles in the powder component of the bone cement. Testing and analysis indicated that this is a cosmetic condition which will have no adverse effect on the mechanical properties of the bone cement. Testing verified conformance to co's internal acceptance specifications. In addition, samples of cement exhibiting this condition were tested for tensile strength which was found to be within the normally expected range for simplex p bone cement. As a result of co's investigation co had adjusted the milling and blending process to result in a finer dispersion of barium sulfate particles. All current production of simplex p powder reflects this change.